Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate pump for insulin therapy.